Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature citation: khan h, kumar v, ghulam-jelani z, mccallum se, hobson e, sukul v, pilitsis jg. Safety of spinal cord stimulation in patients who routinely use anticoagulants. Pain medicine. 2017. Doi: 10.1093/pm/pnx305. Age/date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. The main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Article summary: the authors assessed the safety of performing the epidural placement or revision of spinal cord stimulation (scs) in patients whose anticoagulation has been held (termed ¿anticoagulant-suspended¿ patients) in accordance with the 2017 neurostimulation appropriateness consensus committee (nacc) guidelines. The authors concluded that the study was the first to demonstrate that anticoagulant-suspended patients have no increased risk of perioperative hemorrhagic or thromboembolic adverse effects following scs surgery compared with nonanticoagulated patients. It was further concluded that the findings of the study validated the safety of neuromodulation in anticoagulation-suspended patients, concurring with the findings of previously described case studies, which anecdotally described neuromodulation outcomes in patients whose anticoagulation regimen had been temporarily held. Reported events: it was reported that one (B)(6) patient who was administered 150 mg of enoxaparin once per day developed a post-operative infection. The patient was noted to have required a revision surgery. The indication for therapy was prior pulmonary embolism with surgery due to underlying lupus anticoagulant. Five (5) patients experienced an infection within 90 days of spinal cord stimulation (scs) lead placement/revision. It was noted the events required revision surgeries. One patient developed an intracranial hemorrhage (ich) within 90 days of scs lead placement/revision. It was noted the patient was bridged from warfarin to 150 mg enoxaparin twice per day (corresponding (B)(6)) five days preoperatively and was placed on this anticoagulant regimen secondary to heart failure, previous stroke, and pacemaker. This case was a buried trial, and the ich developed 36 hours after enoxaparin was administered. It was symptomatically managed, and the extension leads cut at the bedside as the patient was unable to return to the operating room. The ich was cortical, affecting the somatosensory cortex, and the patient was pain free for six months. Eventually, when the pain returned, he underwent placement of an internal pulse generator. Three (3) patients experienced ¿medical¿ adverse events of ¿fever, seizure, fluctuating blood pressure¿ within 90 days of scs lead placement/revision. Fourteen (14) patients underwent ¿lead-related revisions within 90 days of placement.¿ no further complications were reported or anticipated.